Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during lobectomy, at the first firing, after clamping the pulmonary artery, the lever to open the blade became unable to move. The procedure was completed with another device. The surgical time was extended by less than 30 minutes. There was no patient injury.